Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath hub cap had been fractured and detached from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured hub cap remains unknown.

Event description:
During an atrial tachycardia procedure, when the ablation catheter was inserted into the sheath during rf delivery, it was noted that the blue hemostasis valve cap was cracked. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement. The only products inserted directly to the hemostasis valve were the included dilator and the ablation catheter.